Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06026. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic floor prolapse. It was reported that the patient underwent the concurrent procedures of an insertion of 2 on-q catheters retroperitoneally in the posterior pelvis. It was reported that patient underwent suburethral sling revision and removal of mesh from anterior vagina on (B)(6) 2009 due to pelvic pain and extruded vaginal mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dry vaginal mucosa, dyspareunia, trouble urinating, urinary frequency, urinary urgency, nocturia, incontinence, irritation and atrophic vaginitis.

Event description:
It was reported that following insertion the patient experienced dry vaginal mucosa, dyspareunia, trouble urinating, urinary frequency, urinary urgency, nocturia, incontinence, irritation and atrophic vaginitis.